Event description:
It was reported that during training by the customer, the autopulse nimh battery gave low run times of no more than 5 minutes with an alarm related to low voltage. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll (B)(4) on 11/27/2013 for investigation. Investigation results as follows: the battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1136.8w. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years with a manufacture date of february 2012. However, this battery was not properly maintained as indicated when it was received by zoll (B)(6). The battery only had 18 of the expected 21 (+/-1) test cycles performed. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns.